Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
E1 update: the reporter¿s information was updated. H6 correction: health effect - clinical code should be 4582 ¿ no clinical signs, symptoms, or conditions rather than 2388 - inadequate pain relief. H6 correction: medical device problem code should be 3189 ¿ no apparent adverse event rather than 3190 - insufficient information. The ipg meets or exceeds physician expectations of its expected longevity. There is no device malfunction; therefore, this device is no longer considered reportable.

Event description:
Additional information indicates ipg meets or exceeds physician expectations of its expected longevity. Also, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.